Event description:
A report was received that the patient had developed post-surgical incisional wound pain which was procedure related. The patient was treated with medication. The patient was doing well.

Event description:
A report was received that the patient had developed post-surgical incisional wound pain which was procedure related. The patient was treated with medication. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, serial#: (B)(4), description: linear 3-4 lead, 50cm.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient had developed post-surgical incisional wound pain which was procedure related. The patient was treated with medication. The patient was doing well.

Manufacturer narrative:
Additional information was received that the patient had pain over the ipg incision site as well as left and right lead incision sites.